Event description:
The event involved unspecified plum 360 infuser pumps where the customer reports that they keep getting alarm/battery errors and that they two instances where the pumps stopped working while administering unspecified medication. The customer stated that these pumps are completely non-functional now, unlike the previous battery error which we were able to reset. The pumps have errored out on patient care unit as well as our emergency department. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown product information. D4 - primary UDI # is unknown as there is no product information.

Event description:
The customer provided additional information that two pumps had stopped working while administering medication. These pumps are completely non-functional now, unlike the previous battery error which was able to reset. This has been an ongoing issue for about a year. These pumps have errored out in our patient care unit as well as our emergency department.